Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: a white rubber seal came off in the pt's fascia. The seal was removed. The incision was made slightly larger to remove the seal. A new device was placed to continue the case. There was no blood loss and there was no delay in operating room time.